Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicates that the allegation against the power cord was confirmed. The power cord had an anomaly and melted. The device manufacture date for this product is july 22, 2011.

Event description:
Boston scientific received information that the communicator has no power. A boston scientific company representative assisted in troubleshooting but was not successful. The power cord was replaced. Return label was sent. Additional information indicates that the allegation against the power cord was confirmed. Product analysis result confirmed that the power cord was melted. The product remains in service. No adverse patient effects were reported.